Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, after mapping, the physician exchanged the non-boston scientific mapping catheter and introduced the farawave pulsed field ablation catheter into the faradrive steerable sheath clear. Attempts were made to aspirate the catheter, but air was continuously observed. Troubleshooting consisted of removing the catheter, aspirating and reintroducing the catheter back into the sheath. It was suspected that the valve was leaking on the sheath. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is expected to return for analysis.